Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (B)(6) 2020. According to the complainant, during the procedure, when the physician was placing the peg tube, it pulled apart. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event.